Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the sheath hub from a rosch-uchida transjugular liver access set detached. The device was required for a transjugular intrahepatic portosystemic shunt (tips) procedure between the portal vein and inferior vena cava of a 57-year-old, female patient. During the procedure, when preparing for puncture, a competitor's wire guide was inserted into the sheath, then the hub separated. The procedure was completed by using another like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control as well as visual inspection of the returned device were conducted during the investigation. One used sheath was returned to cook for evaluation. The hub was separated from the sheath. The shaft of the sheath appears to have torn from the material remaining in the sheath hub. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and the related subassembly lots revealed no relevant nonconformances. A complaint history search identified no other event reported for a related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting the device was manufactured out of specification and there is no evidence suggesting nonconforming product exists either in house or in the field. Cook was unable to review the device labeling, as an IFU pamphlet is not included with this complaint lot. Based on the information provided, inspection of the returned device, and the results of the investigation, it was concluded that a component failure unrelated to manufacturing deficiencies contributed to the reported event. It¿s possible that patient anatomy contributed to the separation. However, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the sheath hub from a rosch-uchida transjugular liver access set detached. The device was required for a transjugular intrahepatic portosystemic shunt (tips) procedure between the portal vein and inferior vena cava of a 57-year-old, female patient. During the procedure, when preparing for puncture, a competitor's wire guide was inserted into the sheath, then the hub separated. The procedure was completed by using another like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): address line 2: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.